Manufacturer narrative:
(B) (4)

Event description:
It was reported that there was a problem with the pt programmer. The pt was not able to adjust stimulation both with and without antenna attached. The pt also noted they had to have surgery to "reset" the leads because they became "dislocated" after the pt fell. After the fall, the pt could not feel stimulation. The pt fell about 6 months ago and has had the implantable neurostimulator (ins) off since. Even though the ins was off, the pt was recharging and able to get the ins fully charged. The pt noted all 8 boxes were shaded and the ins battery was fully charged. The pt saw the "ins on" icon on recharger but did not feel stimulation. The pt was at home at the time of the report. Additional info received reported that the event was not attributed to the stimulation system. The pt experienced ambulation changes, no stimulation, and new pain and discomfort. An x-ray was taken on (B) (6) 2010, no results were reported. The lead was revised. The pt recovered without sequela.